Manufacturer narrative:
(B)(4). Additional narrative: underinfusion condition not confirmed. Unit was visually examined for any signs of abnormality that may have potentially contributed to the reported condition but no signs were found.a calculated flow test (43.5hrs) of 4.63ml/hrs found to be within specification range (4.50-5.5ml/hrs). The device performed as expected. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter china received a report that one (1) ce infusor, lv 5 ml/h, device reportedly underinfused during patient use. The prescribed infusion time was 48 hours, and the device reportedly took 90 hours to complete the infusion. The total fill volume is 240ml. It is unknown with what the device was filled. The position of the restrictor and bladder were at a same level. There was patient involvement but no patient injury or medical intervention was reported along with this complaint. No additional information is available.